Event description:
Boston scientific crm received information that during a follow up visit; this right ventricular defibrillation lead exhibited shock impedances greater than 125 ohms. The lead was tested and the issue was found to be related to the proximal coil. The lead was reprogrammed and the impedances were measured at 83 ohms. A fracture in the proximal coil was suspected. The decision was made to leave the lead implanted and monitor the patient closely. No adverse patient effects were reported.

Manufacturer narrative:
The right ventricular lead remains implanted; therefore, the clinical observations could not be confirmed. Should additional information become available an amended report will be submitted.